Manufacturer narrative:
Service was dispatched. And performed various troubleshooting measures relative to the discrepant cmv- igm and rub igm results; which included a wash zone pressure test that failed. Service determined the valve, manifold kit (rohs) was the likely cause. Service verified the system function following the replacement of the part with a control run. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for valve, manifold kit (rohs) and the architect probe identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the architect i1000sr analyzer generated false positive and inconsistent architect cmv-igm results for a (B)(6) female and architect rubella igm results for a (B)(6) male patient. Following service on the architect analyzer the patient samples were repeated and generated the expected negative results. No adverse impact to patient management was reported. No further information was provided.